Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) was returned for failure analysis, and the reported 1162 error was confirmed but not replicated. In logs, 1162 error was found indicating magnetic cannula sensor fault reported by the board universal surgical manipulator (usm3), confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the component functioned as expected. The unit was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. As a result of these finding, failure analysis concluded that the axes controller spar cannula (acsc) printed circuit assembly (pca) and flat flex cable (ffc) are consistent with the reported event and are the potential root cause for this issue.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the system displayed an error 1162 on universal surgical manipulator (usm) 3 indicating a cannula mount issue when the system was powered on. The customer restarted the system and connected a cannula to usm 3 but the issue remained. The customer stated that they would move the case to another system. The procedure was aborted to another dv system with no reported injury.